Event description:
Information received indicates the head section of the bed is lowered but will run continuously if connected to the ac power.

Manufacturer narrative:
Repairs have not been completed.